Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed complaint of unable to interrogate. The root cause was found to be premature battery depletion. No further anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator was not able to be interrogated. The device was explanted.